Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their therapy had stopped due to a power on reset (por). The patient stated that they were syncing the programmer with the implantable neurostimulator (ins) when the error message was seen. It was noted that the issue occurred a day prior to the date of this report. The type of por was a warning and had to be cleared by a healthcare provider (hcp). It was unknown if the por was related to an overdischarge event. The patient was to follow up with their hcp to have the device interrogated. Indications for use are spinal pain and cervical/neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.